Event description:
It was reported that the patient presented to the clinic as she was experiencing pain over the past several weeks and returned for a drug "change out" as the hcp thought she may have received a "bad batch." The pump was programmed to deliver fentanyl 12 mg/ml at a daily dose of .88 mg. Approximately 5 minutes after, the same drug and concentration was changed out, the patient lost consciousness and experienced a serious overdose. The patient was sent to the hospital by ambulance and was given a narcan drip. The emergency room md checked the reservoir volume; the expected volume was the same as the actual volume which was the 40ml refill amount. No other device troubleshooting was performed. The pump was not turned off, nor were any changes in programming made. The hcp believes that it may be related to her catheter as patient has a vascular catheter which was not replaced when the pump was replaced. The patient is currently "doing great". The hcp hopes to convince the patient to have the catheter replaced in case it was a catheter issue.

Manufacturer narrative:
.